Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to resolve the issue and fill the cartridge using the existing syringe and cartridge. Customer¿s blood glucose was 254 mg/dl.